Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos). The lead was reprogrammed which resolved the oversensing and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 4193 implantable pacing lead (B)(6) 2004. (B)(4).